Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy, the device needle broke off the suture during the closure of vaginal cuff. The surgeon did not see it come off but noticed that it was not attached at that point in the procedure. An x-ray was used to locate the needle and it was removed from the patient cavity. A new suture was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.